Event description:
A report has been received from a hemodialysis facility stating that during treatment the pt experienced a possible reaction to the dialyzer. Reportedly, during a check of the pt during the treatment, the pt was found unresponsive. Help was summoned, 911 and md called. CPR was initiated, o2 administered via ambu bag, oral airway inserted. Continued with monitoring and respiratory support until squad arrived. Pt transported to hospital at this time.